Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient advocate contacted patient support to report that a subpoena letter will be sent to the boston scientific. Subsequently, boston scientific received information in (B)(6) 2011 from this patient's representative with notification of this patient's intention to seek legal action. The letter alleges that due to a faulty pacemaker, multiple clinic follow-up were required to ensure that the device was operating properly. The patient is seeking monetary compensation for the inconvenience, time and expenses that this caused the patient.